Manufacturer narrative:
H4; 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during the lap gastric bypass procedure, the distal tip of the device broke off. There was no pt consequence.